Manufacturer narrative:
The company representative examined the system and replaced the power and communication cables to the front panel. Preventive maintenance was performed. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported receiving a system message during a procedure. Additional information was received from the materials specialist indicating that the system made a sound in the middle of the case and shut down. An error message appeared. They were unable to reboot the system. The patient was stabilized and another system was used to complete the case following a 40 minute delay. There was no patient harm.